Event description:
The following was reported: " cathetertip broken during use."

Manufacturer narrative:
Device evaluation. Customer report was confirmed. The catheter tip is not broken, although the balloon has been pulled off the tip of the catheter. The proximal windings have unravled but are still attached to the catheter. The balloon latex and distal windings were pulled off the catheter and both were returned. There are no missing components.(B)(4)